Event description:
Related manufacturer reference number: 3006705815-2021-05599. It was reported the patient experienced leg weakness after permanent implant on (B)(6) 2021. As a result, surgical intervention occurred wherein the entire system was explanted. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.